Manufacturer narrative:
The customer¿s report of the pump infusing faster than programmed was not confirmed however the report of the device infusing at 999ml/hr was confirmed. The pcu event log shows that the pump module was programmed at 8:36 am on (B)(6) 2018 to infuse blood (rbcs) at a rate of 100ml/hr with a vtbi of 360ml. The user did not start the infusion and the device alarmed for operator walkaway. A few seconds later the user changed the rate to 999ml/hr and started the infusion. Several fluid side occlusions occurred and the infusion was restarted each time. The infusion continued at 999ml/hr until 9:01 am, when the device alarmed for air in line. The user then changed the rate to 100ml/hr and the vtbi to 100ml. A few seconds later at 9:02 am the device alarmed for air in line again, and was paused and channeled off. The volume recorded as being infused during this period was 344.563ml. The root cause of the pump infusing faster was identified as user programming. No devices received, log review only.

Event description:
The customer reported that when starting a blood infusion the display on the pump read 999 when it was turned on and the nurse manually changed the rate to 100ml/hr (also reported as 150 ml/hr) with a vtbi of 350ml. When she returned 15 minutes later, the pump display read 999 again and the bag was empty. The patient was transferred to the ICU for evaluation; his iron levels were abnormal and he had additional unspecified medical issues. The customer is still performing an internal investigation as to whether the event was related to the patient's increase in acuity. There was no report of lasting harm.